Event description:
It was reported that during a breast biopsy procedure a noise was heard coming from the unit and was not providing any samples. The account aborted the case and the patient will be rescheduled for a needle localization. The case was rescheduled and completed with no patient consequence.

Manufacturer narrative:
The unit was received with minor scratches. The analysis sie confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable. Parts replaced that were unrelated to the customer complaint were the fork screw, safety latch and shroud. After servicing, the unit passed all qa testing processes. Complaint information is trended on a regular basis to determine if further investigation is warranted.